Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the rep: the premature battery depletion was not confirmed and the cause of the poor communication was not known. It was unknown whether the battery was to be replaced. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported there was premature battery depletion and return of symptoms. Patient couldn't connect to the battery with her patient programmer. The rep tried to connect with the battery with the physician programmer, but was also unable to connect with battery; premature depletion was not confirmed. Patient is following up with the physician to go over options. No further complications were reported or are anticipated.